Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was performed for provided lot number 79591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. 125 samples and 3 picture samples were received for evaluation by our quality team. The physical samples are in their original packaging, and the case box label has the expiration date missing - other information is missing. Investigation conclusion: based on the investigation and with the analysis of the photos and sample the symptom reported by the customer is confirmed. Root cause description: the 3 pictures received show the case box received with the box label. From the samples and photos,it can be observed that the printer only printed ¿- -¿ instead of the full date. The cause of this defect could have resulted from a printer jam that didnt properly print the label. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect, and other emerging trends.

Event description:
It was reported that a case of 665 syringes 50ml s/t bns had no expiration date on it. The following information was provided by the initial reporter, "we received 665 ea of the 301036 that the expiration date is missing from the case."